Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was at times undersensing atrial fibrillation (af). No programming changes were required as the device was already programmed for ventricular pacing and sensing only. The lead remains in use. No patient complications have been reported as a result of this event.